Event description:
The pump was returned for investigation. Investigation found the display was dim and discolored. This report is made based on results of investigation completed on 09/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following findings:visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with auditory and vibratory features. Symbols on the keypad cover was worn. (B)(4).